Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed damage to the latch arm and locking arms of the cuff lock. Although a specific cause for the initial difficulty locking the cuff lock to the mini apical cuff could not be conclusively determined, the subsequent damage to the locking arms and latch arm could have contributed to the questionable engagement during later attempts. It should be noted that the center reported that suture interference may have contributed to the initial engagement difficulty. The heartmate 3 lvas was returned assembled with the pump cable intact. The cuff lock was returned advanced past the unlocked position despite neither the apical cuff nor the mini apical cuff being present. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The mini apical cuff was not returned; therefore, the reported suture interference could not be confirmed. A specific cause for the reported difficulty unlocking the pump from the test apical cuff also could not be determined. As-returned, the cuff lock was stuck and advanced past the unlocked position, unable to be pulled into its default, unlocked position. Upon removal of the cover plate, visual inspection of the cuff lock found that the latch arm was bent up and inward, causing it to sit over the adjacent area of the lock hardware. The top of the latch arm showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The evaluation could not conclusively determine when the latch arm was bent out of specification. Based on the reported event and the observed tool marks, the damage to the cuff lock latch arm appeared to be due to the use of a tool while disengaging the lock. The examination also found that the two locking arms had been bent out of specification. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Examination of the submitted photos confirmed that the cuff lock found that the latch arm appeared to be bent up and inward, causing it to sit over the adjacent area of the lock hardware. It should be noted that the locking tab on the latch arm of the cuff lock did not appear to lock into the detent on the cover plate, due to the latch arm being damaged. This appears consistent with the submitted photos. A specific cause for the reported event (initial difficulty engaging the pump with the mini apical cuff) could not be conclusively determined through this evaluation. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure the surgeons had difficulties to connect the pump to the mini apical cuff. The cuff lock of the pump was unable to be locked. The recommended suture technique for the mini apical cuff was used although a bit more tissue was very close to the cuff at lateral, apical quadrant. The surgeon tried to connect the bulky tissue with one single additional suture and afterwards the cuff lock was still not lockable completely. Different positions were tried while connecting the pump onto the cuff. The cuff lock seemed to be canted and they had to use the unlock tool. The locking mechanism was hard to reopen. The surgeon decided to exclude an issue with the cuff lock itself and tested it with the "old" apical cuff. This was successful. The removal of the "test" cuff was not that easy with the unlock tool and afterwards the team noticed that the locking part of the cuff lock was hardly warped and not useable anymore. Due to this issue it was decided to exchange the pump and they added one more corrective suture to the mini apical cuff. The connection of the new pump was uneventful and without any further issues. The implantation went straight forward after and the patient was transferred to the ICU under completely stable conditions. The affected pump will be returned for investigation.